Manufacturer narrative:
Visual analysis: the baxter bag is connected to the ch3340, the 10ml syringe is connected to the side port clave, the ch3034 is connected to the ch3340 followed by the alaris pump set and end with the ch2000s, spinning spiros. Investigation: the 150ml baxter IV bag was filled with water. The connections between various product assemblies were made just as returned. The entire fluid path was gravity primed. The returned covidien monoject 10ml syringe was used to access the clave side port on the ch3340. About 10ml of water was flushed into the fluid path and then the syringe disconnected to see if there was any leakage. None was observed. The fluid path was pressure leak tested to 20psi (p-g-376). No leakage was observed at any point along the fluid path, including the spiros. Investigation summary: the complaint of leakage from the clave could not be replicated when accessing the clave with a 10ml syringe both during and after priming the fluid path. The clave on the ch3340 assembly performed as expected without leakage.

Manufacturer narrative:
This is the first complaint for this list number for this facility. Unable to review the lot history as no lot number was provided.

Event description:
Complaint received stating "after circle priming through an alaris pump and pump set the spiros was disconnected from the side clave port on the (B)(4) and 2 drops of arsenic fell onto the arm of the clinician. The nursing teams moved from circle priming on the pump to circle priming by gravity and the incidence of drops has not been encountered since. No serious patient/clinician consequences reported.